Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented infection symptoms that led to the discovery of urethral erosion with an artificial urinary sphincter (aus) cuff. The erosion was diagnosed via cystoscopy. Patient did not have catheter placement, adjuvant radiation or any other procedures prior to the erosion. The physician does not consider that the device could have caused or contributed to the erosion. The device was removed and the infection was irrigated. There is confirmation stating that the device did not present any issues. Patient recovered successfully.